Event description:
Review of dr's notes and operative records show that the pt has had a chronic infection associated with the right fossa eminence prosthesis since the time of implant. Subsequent workup showed the prosthesis was iatrogenically placed causing perforation and infection.